Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump motor. The device was evaluated upon receipt. Circulation pump motor had dried out bearings. Replaced circulation pump motor. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration for an error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 28. Discussed that this was an indication that the device was not cooling. Stated that t4 was at 40c, had them drain water from the chiller tank and stated they received more than 0.5 l. Discussed that this was indicative of a chiller failure and recommended a depot assessment. It was updated by rcc on 22may2024, that they would like to ship this device in for an assessment and stated no loaner was needed. Per sample evaluation results on 26jun2024, it was reported that there was replacement of the tank seals due to lifting from the tank. Mixing pump motor was replaced due to a broken pump head screw mount. Circulation pump motor was replaced due to dried out bearings.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump motor. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration for an error 80(water check time out - unable to reach calibration temperature) expected 6 actual 28. Discussed that this was an indication that the device was not cooling. Stated that t4 was at 40c, had them drain water from the chiller tank and stated they received more than 0.5 l. Discussed that this was indicative of a chiller failure and recommended a depot assessment. It was updated by rcc on 22may2024, that they would like to ship this device in for an assessment and stated no loaner was needed. Per sample evaluation results on 26jun2024, it was reported that there was replacement of the tank seals due to lifting from the tank. Mixing pump motor was replaced due to a broken pump head screw mount. Circulation pump motor was replaced due to dried out bearings.